Event description:
It was reported that this right atrial (ra) lead suffered from a fracture, that caused it to presented high impedance measurements out of range, undersensing and noisy signals, so it was capped and surgically abandoned. The fracture was confirmed by x-ray imaging . A new device was implanted. No additional patient effects were reported.